Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patient samples tested on a cobas 8000 ise module. The reporter stated that they were having issues with the calibration and the ion-selective electrode (ise) check. The initial result was not reported outside of the laboratory. Sample (B)(6) had an initial result at 8:27 of 149.5 mmol/l with a repeat result at 9:02 of 144.1 mmol/l. Sample (B)(6) had an initial result at 8:27 of 164.8 mmol/l with a repeat result at 9:23 of 154.2 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer noted the sample pipette to be contaminated. They then performed several pipette air and reagent purges. The customer also performed recalibration. The customer did not report any other issues after performing these actions. The investigation determined that the customer's actions resolved the issue.